Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficulty to open or close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed when caught without checking why it was caught. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. The IFU violation did not contributed to the reported difficulties with the device. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and the subsequent treatments appears to be related to circumstances of the procedure. In this case, the return device demonstrated no issues. Therefore, it is likely, the device guide was in the access site preventing the foot from closing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9, device available for evaluation: updated from ni to yes.

Event description:
Subsequent to the previously filed medwatch report, it was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a mechanical thrombectomy interventional procedure. Reportedly, a suture break occurred when removing the needle plunger after deployment. An attempt was made with another prostyle device; however, the foot of the device was stuck open and was unable to be closed when attempting to close it after suture deployment. The lever had closed completely; however, the foot had remained open. The device was removed by pulling with a wiggling motion. The vessel arteriotomy may have been enlarged by the foot remaining open. Another prostyle device was used to successfully achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: against resistance. Corrections: b1 - adverse event/product problem: updated from product problem to adverse event, product problem. H1 - type of reportable event: updated from malfunction to serious injury. H6 - health effect - clinical code: code 4582 was removed and code 4559 was added. H6 - health effect - impact code: code 2199 was removed and code 4613 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device. Reportedly, a suture break occurred. An attempt was made with another prostyle device; however, the foot of the device was stuck open and was unable to be closed the method of achieving hemostasis was not reported. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.